Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient¿s outcome could not be conclusively determined through this evaluation. Whether the outcome was device or therapy related was not provided by the customer. Additional information regarding the event was requested from the account; however, no further information has been communicated at this time. The device was not explanted and will not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-05988. It was reported that the patient had the patient had a thyroidectomy on 10aug2023. They required reintubation post operation due to somnolence with stable hemodynamics. Later on, the patient became progressively unstable presumed to be secondary to right ventricle dysfunction. They were placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) emergently. Hemodynamic instability led to cardiac arrest and return of spontaneous circulation was not achieved. The patient passed away later that same day.